Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was complaining that the coil was getting hot and it was not working. The patient reported that he was having a lot of trouble and can't get it to recharge. When he recharges his implantable neurostimulator (ins), both the recharger paddle and the ins site get awful hot. The patient confirmed the controller battery was at 80% and the ins was at 30%. When the patient tried to troubleshoot, he was seeing the no device found screen on the controller after trying to charge the ins for half an hour. The patient unplugged everything and performed a controller reset by removing the battery pack and ere-inserting the battery pack, but the controller goes to position your recharger over the ins screen. The patient confirmed he tried positioning the recharger all over and there were no obstructions to cause overheating with the recharger placed directly on the skin. During the report, the patient noted that this was his 3rd replacement. It was reported that it has been awful slow charging up. When he puts the recharger on his back to recharge, it sometimes charges up pretty quickly and other times, it takes a long time. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the device was showing no device found and it failed bench testing, leading to the device being scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient was continuing to have trouble charging the ins. The patient stated after an hour the ins would still not be charged and was only at 60%. The patient was able to start a charge session with excellent quality, but stated the ins was only 40% full after an hour. The patient was using the replacement recharge telemetry module. The patient stated charging would sometimes take 5-10 minutes and other times it would take several hours. The patient was redirected to their hcp. There were no reported complications and no further complications were expected.